Event description:
Patient had 4 pedicle screws implanted in 2003, and immediately began having problems. Patient could feel screws, medical provider said this sensation would go away and it has not. Patient has seen 9 specialists in 5 years, and multiple pain management doctors and no one will help. Patient has had numerous mris and x-rays. Screws keep coming loose. Patient is now totally disabled, and had lost job within 2 years of implantation. Her md says he put one in wrong and they are too big for her bones. Md wants to take them out, but patient is afraid to go back to md. Something is wrong with every disk now. One disc cracked during insertion. Patient has consulted with lawyers. Patient's condition is getting worse. If patient lays on her side, the whole other side goes numb. Patient was healthy before implantation of device. Patient has developed allergies and a limp, and has progressed from a cane to a walker. Patient is divorced because of this and subsequently has no insurance. Patient experiences penale problem and problems using the bathroom.

Event description:
I reported my problems by phone when the news had just became available. I don't understand or agree one bit why you are recalling the synthes medical device for only the past 2 years! I have these synthes products 4 6.2 mm screws, 2 6.0 rods, 4 3-d heads and 4 locking caps, all made with titanium placed in the l-4 l-5. I have had nothing but problems with my entire spine -literally every disc and vertebrae from my neck to my tail bone- along with many other health issues since they have been placed there!. I had always been healthy, happy, and very outgoing person. I've been to see 9 different spine care specialist, countless x-rays, MRI's cat scans and so many different types of tests I can't even list them all, but I do have all the films and reports, one with any good outcomes. But not one dr. Answered any of my questions, only the dr. That placed them there said they were too big for my bones. Why? Very amusing how all these drs avoid answering any questions. This dr also said 2 screws were placed incorrectly, and I was starting to come loose, and after telling me for almost a year the fusion had taken was now telling me, there was no fusion and everything had to be removed! I know that I will need surgery soon because not only because of the pain its getting harder and harder to walk, sometimes I can't event get out of bed let alone trying to do basic things I used to take for granted, like getting a shower! Less than 2 years from this surgery I was deemed totally disabled by the federal government, not only did I lose my career of 17 yrs., I also lost my marriage, home, and not being able to do the small things in life that makes it great, picking up my grandchildren for example. I have had nothing but problems. Since this surgery and still face other medical problems I have everything you listed for this recall, but I've been dealing with these problems ever since all this hardware was put in my spine what makes thing even worse I come from a very small town with no agencies, charities, etc. To help me! I'm very afraid of what the future holds for me, a wheel chair, no money, and living in a run down mobile home just don't seem fair after working hard my whole life. I desperately need help! It's getting harder and harder for me to do anything. Dose or amount: #1 - 4 & 2, #2 - 4 & 4. Dates of use: (B) (6) 2003 - (B) (6) 2009. Diagnosis or reason for use: spondylolytic spondylolisthesis at l4-5.